Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site received an error 64 after registering. The site reported that the "3d model disappeared and then the screen turned gray then an error 64 displayed" site rebooted system and the registration that was completed had saved. They were able to continue with case without further incident. The event caused a surgical delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) a software analysis was conducted. In summary, there was insufficient information to determine whether a software anomaly contributed to the reported event. The system logs did not capture any segmentation faults or crashes and further information was not available. Previously reported code, d15, is applicable as well as newly reported codes, b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.